Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was 300 mg/dl to 500 mg/dl and low blood glucose value was 50 mg/dl. The customer treated high blood glucose with insulin pump and low blood glucose with food. Customer alleges insulin pump was over and under delivering. The customer was not using the auto mode feature. The insulin pump will not be returned for analysis.